Manufacturer narrative:
The investigation analyzed pictures from the module's camera and determined that both of the samples were affected by a film which caused the initial questionable result. The sample area was also noted to be very dusty which could contaminate the samples. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin (ferritin), elecsys ft4 iii assay, and elecsys tsh results for 2 patient samples tested on the cobas e 801 module. For patient ID (B)(6), the initial results were reported to the medical personnel. On (B)(6) 2022, patient ID (B)(6) initial ferritin result was 35.3 ng/ml. The repeat result was 864 ng/ml. The initial ft4 iii result was 0.305 ng/dl. The repeat result was 1.76 ng/dl. The initial tsh result was 0.0203 uiu/ml. The repeat result was 0.653 uiu/ml. For patient ID (B)(6), the initial result was not reported outside of the laboratory. On (B)(6) 2022, patient ID (B)(6) initial ferritin result was 0.500 ng/ml with a data flag. The repeat result was 20.8 ng/ml. The ferritin reagent lot number is 57181101 with an expiration date of 31-jan-2023. The ft4 iii reagent lot number is 60015100. The expiration date was requested but not provided. The tsh reagent lot number is 59730300. The expiration date was requested but not provided.

Manufacturer narrative:
The sample foam detection (sfd) images were provided for investigation. Both samples were found to be affected by a film across the opening of the sample container. The camera firmware of the module was verified to be working within specifications. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.